Event description:
It was reported that, "when the insert was opened, the surgeon turned it over to confirm the size and noticed that the writing was raised, was rough as if the insert was not polished off completely. They decided to open another insert, and used that instead."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Product not being returned, hospital policy. If additional information becomes available, it will be submitted in a supplemental report.